Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown surgery, while drilling one (1) calibrated drill bit and one (1) three-fluted drill bit were broken. It was unknown if there was surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: unknown drill (part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.5mm three fluted drill bit. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR, device manufacture date: a device history record (DHR) review could not be performed. There are no DHR records for this part number or lot number. Inventory control could find no history of this part number having been processed through the monument facility. Without a valid part and lot combination a DHR review could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.